Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : the device associated with the reported event was not returned to the investigation site for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Article received entitled is reverse shoulder arthroplasty a reasonable alternative for revision arthroplasty? Update 19 aug 2019. ¿is reverse shoulder arthroplasty a reasonable alternative for revision arthroplasty?¿ was reviewed for MDR reportability. The study retrospectively compared 28 reverse shoulder arthroplasties for failed arthroplasty with a control group consisting of 28 primary reverse shoulder arthroplasty. Surgeries for both groups were performed by a single surgeon using the delta iii and delta xtend reverse shoulder prosthesis. It is noted specific patient identifiers nor specific revision information was provided. The following adverse events were noted: 2 hematomas, 4 intraoperative fractures, 1 humeral canal perforation, 1 infection (unspecified amount of time following implantation), 4 nerve paresthesias at final follow-up, 2 anterior deltoid detachments, and 1 dislocation. The 1 humeral canal perforation, 2 anterior deltoid detachments, and 1 dislocation all required revision operations. It is not specified if the other events required revisions. Intraoperative bone fractures were not specified.